Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while attempting to slit the inner catheter, part of the proximal end came apart. The physician was able to remove the catheter parts with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product event summary: the catheter was returned and analyzed. Analysis revealed that the mechanical operation of the catheter shaft was bent; the catheter peeling/slitting/splitting showed a spiral slit; and the mechanical operation of the catheter was damaged. Analysis summary indicates the catheter was damaged during use.

Event description:
It was reported that while attempting to slit the inner catheter, part of the proximal end came apart. The physician was able to remove the catheter parts with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.